Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13532. It was reported the patient was unable to feel stimulation and the system was auto-reducing. Diagnostic testing revealed invalid impedances on one of the leads. X-ray imagery showed no anomalies. Reprogramming was done but the patient reported receiving positional and intermittent stimulation. Surgical intervention may be taken to address the issue.